Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative troubleshot the issue with the customer. The suction canister was replaced to resolve the reported issue.

Event description:
The hospital reported a cracked suction canister resulting in the loss of suction. There was no report of patient involvement.